Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 37 alarm noted during testing. Device functioning properly during testing.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received a drive count error. The customer¿s blood glucose level was unknown. The customer stated that they were able to clear the alarm. Customer stated they were not able to rewind the insulin pump. Customer stated pump was not exposed to a high magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.